Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had a l1 burst fracture and had an anterior fusion of thoracolumbar (date of procedure unknown). Approximately one month later on (B)(6) 2013, the surgeon noticed during x-ray imaging; the cranial and anterior screw of the plate was loosening one or two turns. The patient had a revision surgery, where the surgeon used a drill guide to fasten the screw. It was also reported, the plate was fixed as mon-cortical. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.(B)(4)